Manufacturer narrative:
Continuation of d10: product ID 3389s-40 lot# va0958b implanted: (B)(6) 2014 product type lead product ID 3389s-40 lot# va08585 implanted: (B)(6) 2014 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was reported by healthcare provider (hcp). Caller stated patient has been having experiencing a lead issue for the last 2 months in which the "lead is bumping up against the nerve". Caller described the implantable neurostimulator (ins) being in the chest and near the diaphragm and when patient turns to the side or touches the area, it "gets his attention". Caller stated manufacturer representative (rep) interrogated the ins on february 5th and everything checked out on fine.

Event description:
Additional information received from rep. Cause remains unknown. The issue remains the same, patient will continue to monitor

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had been experiencing heating of the implant and pain at the implant site for about a week. The pain radiated around the back. The patient presented to the emergency room. The patient reported feeling a sensation when turning in different positions and reported having a fall three months prior, but did not recall what part of the body impacted the ground. Impedance checks were conducted and found to be normal. The patient moved around and turned on their side during troubleshooting, but the pain could not be recreated with palpation in different body positions. The therapy was reported to be working as normal when activated. The patient was redirected to their healthcare provider for further evaluation.